Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As the surgeon attempted to insert the glenosphere implant, upon tightening, screwdriver tip snapped off into glenosphere. Glenosphere was not fully intact to baseplate, so it was able to be removed, and broken tip was also removed from sphere.

Manufacturer narrative:
The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of breakage as evident by appearance. The breakage is concentrated at the drive end. The transverse fracture pattern exhibits that the hexagonal screwdriver was subjected to non-axial application of regular higher torque, that leads to excessive stress on the drive ends, which goes past its yield point, and ultimately leads to breakage. Additionally, the breakage spot shows corrosion marks, which could be a result of decontamination and cleaning process. Moreover, a hardness test was done on the cylindrical surface of the returned device, and the observed hardness is within the specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by improper and rough usage causing the issue noted in the event. If any additional information is provided, the investigation will be reassessed.

Event description:
As the surgeon attempted to insert the glenosphere implant, upon tightening, screwdriver tip snapped off into glenosphere. Glenosphere was not fully intact to baseplate, so it was able to be removed, and broken tip was also removed from sphere.